Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed self test. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to verify no delivery alarm/occlusion alarm, perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Motor was tested outside device and failed. The following were noted during visual inspection: cracked keypad overlay, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not rewind. Customer stated that they had insulin flow block. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.